Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - according to the dentist, the implant was installed in medular bone and presented a low primary stability. For this reason, he decided to remove the implant, to execute bone graft and perform the surgery on another moment.